Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The dealer reports that the dentist was using the disc w/mandrel, the top half spun off and cut the patient's face. The dentist stopped the bleeding and advised patient to put ointment on it. On (B)(6) 2011 - dealer spoke with the doctor. The patient is alright. She did not require any stitches. The cut was under her lip about 1 cm long. The doctor threw out the contra angle that broke, so he will not be returning any product for evaluation. It was not a new contra, but he does not keep them for longer than 6 months. The joint from the top half "spun wild" out of control and into her mouth then it came out and cut her lip. He explained that the contra has two joints on with a place to tighten if it comes loose, but this is not where it broke.